Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/24/2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be peeling at the ok button. The up arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The patient reported that the up arrow was intermittently responding for one week; during the phone call the patient stated that she noticed the keypad was starting to peel. The patient reportedly wore the pump on her waist with a clip or in her pocket and did not clean the pump.